Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual and microscopic inspection of the returned device found that the main coil had been detached from the delivery. The main coil junction was fractured, kinked and stretched. There were no anomalies to the distal tip ball. The proximal contact was intact. The main coil was separated from the delivery wire therefore a functional test and a detachment test could not be performed. It was reported that resistance encountered during advancement the coil to the target lesion. It is probable that the coil was damaged due to resistance. It is probable that the damage sustained to the coil caused the difficulty to detach the coil. The coil was being repositioned several times and the physician unsuccessfully attempted to detach the coil and while the coil was being withdrawn, it broke at the detachment zone. It is probable that the main coil broke from the delivery wire during withdrawal as a result of the damage sustained to the coil during advancement. It is likely that some procedural factors encountered during the procedure limited the performance of the device contributed to the reported event. Therefore, a root cause of operational context has been assigned to the reported main coil breakage.

Event description:
It was reported that resistance was encountered while the first coil (subject device) was being advanced to the target lesion. The coil was repositioned several times. Severe resistance was encountered at the beginning of the coil deployment. The physician unsuccessfully attempted to detach the coil several times and while the coil was being withdrawn, it broke off at the detachment zone. The coil was successfully removed from the patient using a snare device. The procedure was completed using another of the same device. There was no clinical consequence to the patient.

Event description:
It was reported that resistance was encountered while the first coil (subject device) was being advanced to the target lesion. The coil was repositioned several times. Severe resistance was encountered at the beginning of the coil deployment. The physician unsuccessfully attempted to detach the coil several times and while the coil was being withdrawn, it broke off at the detachment zone. The coil was successfully removed from the patient using a snare device. The procedure was completed using another of the same device. There was no clinical consequence to the patient.